Event description:
This is a spontaneous case report received from a medical doctor in united states on 21-sep-2015 which refers to a (B)(6)female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c59252. During essure insertion procedure, the covering catheter did not roll back and the device got stuck within the catheter. The coil was stuck in the patient. The physician cut the catheter between purple handle and the scope. He took scope out and then put the scope back in. Then, he used graspers and separated the cut insertion catheter from the device. Portions of coil were in patient; inner coil was intact and portions of outer coil were still within the insertion tube. Product technical complaint (ptc) investigation and final assessment were received on 04-oct-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed microinsert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of detachment difficulty is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a reported technical product issue and a usability issue. Additionally, a device misuse was reported. No medical events were reported at this point in time. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the covering catheter did not roll back and the device got stuck within the catheter and the coil was stuck in the patient. Physician had to cut the catheter and to use graspers to separate the catheter from the device. Portions of the coil remained in the patient. The reported event, regarded as a device deployment issue, is listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. A product technical analysis will be requested for further evaluation of this event; however considering that it occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Follow-up information is being sought.

Manufacturer narrative:
Product technical complaint investigation received on 04-nov-2015, referring to ptc global number (B)(4): final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use, the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop, depress button and perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent me micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after me first rollback and button press are completed which can also tighten the insert grip on the delivery wire, and potential manufacturing deficiencies. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a reported technical product issue and a usability issue. Additionally, a device misuse was reported. No medical events were reported at this point in time. Since no adverse events have been reported, a batch investigation with respect to similar adverse event cases is not applicable. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship to a quality defect. Follow-up information received on 13-nov-2015 from physician - questionnaire received: the breakage occurred during placement. The device malfunctioned when attempting to deploy - covering catheter would not roll back and the device could not be deployed. The instructions in the IFU were followed, and no deviation from the insertion procedure was made. It was not medically necessary to remove essure and the devices were not removed. No patient injury occurred, but breakage could have led to serious injury under less fortunate circumstances. The patient was awaiting the 3 month hsg (hysterosalpingogram) and essure had not expelled. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, the covering catheter did not roll back and the device got stuck within the catheter and the coil was stuck in the patient. Physician had to cut the catheter and to use graspers to separate the catheter from the device. Portions of the coil remained in the patient. The reported event, regarded as a device deployment issue, is listed in essure's reference safety information. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. A product technical analysis will be requested for further evaluation of this event; however considering that it occurred in association with essure placement a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. No sample was provided but a review of the manufacturing batch record confirmed that lot met all release requirements. Since no adverse events have been reported, a batch investigation with respect to similar adverse event cases is not applicable. The product technical analysis concluded there is no relationship to a potential quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.